Manufacturer narrative:
No problem detected. Imaging was performed during the case at regular intervals following treatments with the oad. No problem was detected by the csi field representative or the physician during that time. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. The diamondback 360® coronary orbital atherectomy system instructions for use manual states that embolization, myocardial infarction, and death are potential adverse events that may occur and/or require intervention. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of lesions in the left anterior descending artery and left circumflex (lcx) artery. An impella was in use during the case. Imaging was performed regularly during the procedure, and no issues were identified. Following stent deployment in a side branch of the lcx, percutaneous transluminal coronary angioplasty (ptca) was performed in the lcx. The patient's blood pressure and heart rate then dropped. Medications were administered, and additional ptca was performed in the lcx. The patient's blood pressure and heart rate continued to decrease, and the blood oxygen level also began to decrease. The patient then experienced ventricular tachycardia, and cardiopulmonary resuscitation (CPR) was started. During CPR, the physician deployed a stent in the lcx. Cardioversion was applied multiple times, and the patient coded for over an hour before time of death was called. The physician stated that the cause of death was acute myocardial infarction and distal embolization.